Manufacturer narrative:
Exact date unknown, event occurred the past few months.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. Explanted ipg will be returned.

Manufacturer narrative:
Sc-1132, sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. Explanted ipg will be returned.